Event description:
Boston scientific received information that this device had high charge times in mid-life which were still within the acceptable charge time limits. Approximately one year later, information was received through the patient's remote monitoring system that end of life (eol) had been reached. Boston scientific technical services (ts) reviewed the data and eol was triggered due to a charge time of 34.0 seconds. The monitoring voltage was 2.52 volts. Boston scientific technical services (ts) discussed with the health care professional (hcp) that device replacement should occur due to eol declaration. No adverse patient effects were reported. Further information has been received that the device replacement has been scheduled, and it is anticipated the device will be returned for analysis upon completion of the procedure.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a small amount of body fluid contamination in the lead barrels. Longevity calculations using data from the device memory confirm that the device exceeded expected longevity, and that therapy was available at explant. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was concluded that the device met specifications for normal battery depletion.

Event description:
Additional information was received from the field representative that the elective replacement indicator (eri) had been declared prior to end of life (eol) declaration, and the time between the two battery status indicators appeared normal. However, the field representative was not certain of the date when eri was triggered.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is currently available. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).